Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle-thread connection comes loose. It occurred before use. No additional information was provided.

Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code-batch regarding the same issue. Both complaints were closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 3 closed samples and 2 open and contaminated samples with the needle detached from the thread, and the thread is still wound on the pack in both open samples received. An empty aluminium pack is also received, probably from one of the two opened samples. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received are 1.30 kgf in average and 0.99 kgf in minimum and fulfill the european pharmacopoeia (ep) requirements (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). However, considering the two open samples received with the needle detached from the thread and the thread is still wound on the pack and that there are two previous confirmed complaints for the same code-batch in relation to the same problem, we consider this complaint to be confirmed as well. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the defective samples received in the previous complaints showed the needle escaped from the thread. The root cause of the samples received in this complaint cannot be determined as closed samples received comply usp/ep and b. Braun surgical requirements for needle attachment strength and open samples received are contaminated and a further analysis cannot be performed. Final conclusion: taking into account the open samples received and that there are previous confirmed complaints for this code-batch and regarding the same issue, we conclude that the complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.